Event description:
It was reported that during a cholecystectomy procedure, the product was not working. The tissue pad was broken during the surgery. The surgeon was using it and suddenly the pad fell off. It was removed by the surgeon. Another like device was used to complete the procedure. Surgery was prolonged fifteen minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.